Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10: h4: the lot was manufactured in may 2023. H10: the actual device was not available; however, retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retention samples were also gravity tested and leak tested under water, and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of two (2) uromatic y type tur/cont bladder irrigation sets was not sealed properly. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.